Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. Customer's blood glucose was unknown. The customer stated they were calling back after receiving a replacement battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly. No blank display was noted. All operating currents were within specification. The pump passed the displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.